Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a healthcare professional (hcp) that this pacemaker presented with pacing impedance measurements above 2,000 ohms which triggered a lead safety switch to change the polarity of the non-boston scientific right ventricular (rv) lead to a unipolar configuration. Boston scientific technical services (ts) was contacted to review the most recent data upload from the device via the remote monitoring system. A ts consultant discussed that the rv lead pacing impedance measurements have been variable since (B)(6) 2017. No noise was observed on the stored electrograms. Additional troubleshooting was also discussed. No adverse patient effects were reported. The hcp reported that they have been attempting to contact the patient without success and suspect that the patient has moved out of state.